Event description:
Health professional reported that one day after a pt injection with juvederm ultra plus xc in the nasolabial folds, the pt noted an infection in the right nasolabial fold and the area was painful with pus and redness. The pt was prescribed fasilex 500mg and endone. Several days later the pt was evaluated by another physician who advised the pt to continue the antibiotics and bathe the area with warm salt water. The event is "nearly resolved" at the time of reporting.

Manufacturer narrative:
(B)(4). Device eval summary: batch number h30l699642 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.